Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device for the report of unable to discharge. The device was put through extensive testing including defibrillation cycling, impedance, and bench handling without duplicating any malfunction to the device. The device was recertified and returned to the customer. Review of the device logs showed ECG signal is lost with an observed pads off message and pads lead fault message. These messages are an indication of poor coupling from the pad electrodes to the patient's skin. The accessories used were not returned as part of this investigation. It's noteworthy to mention there are multiple reasons poor coupling can occur such as poor patient prep, adherence and location of the pads, and patient movement. Analysis of reports of this type has not identified an increase in trend.